Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not working properly. Customer has been experiencing high blood glucose for the past several days. The lowest blood glucose reading has been 256 mg/dl. Customer has changed the infusion set and reservoir several times. Customer also has problems with sticking buttons; customer must press them hard. The current blood glucose reading is 346 mg/dl. Customer treated with manual injection. Customer experienced headache, lethargic, pain and thirst. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump was unable to perform the excessive no delivery alarm test due to prime anomaly. Insulin pump had intermittent button response due to moisture damage keypad trace. Insulin pump minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker. No moisture damage electronic assembly.